Event description:
Customer reports red rash like area under the dressing. She reports cutting the dressing to fit her wound which is the result of "road" rash. Initially wound measured approximately 50x50mm and is now almost completely healed. She applied dry gauze to the wound initially then after a few days she applied another product. When she removed the dressing after it had been in place for 3 days, she noted a large amount of drainage and a red rash like area. She then resumed using the gauze dressing to the wound every day for 2-3 days. Red rash like area had improved approximately 75 percent. She then started applying a second product to the wound. The red rash like area has almost completely resolved but she does have some redness still noted even with the second product. Drainage has decreased and wound is only draining a small amount now. She has never experienced any itching from the area. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.